Manufacturer narrative:
(B)(4). The reported condition of failure code 810:04 was confirmed during service evaluation. The assignable cause was an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to correct the reported condition. Dates for the initial medwatch report is (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician reported a colleague infusion pump with a 810:04 failure code. Upon review of the event history log, failure 810:04 interrupted delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. The cause was determined to be an out of calibration air in line printed circuit board. To correct the condition, the air in line printed circuit board was recalibrated. If any additional information is received, a follow-up MDR will be sent. Correction: should include (B)(6) 2011 date.